Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented to the clinic due to inability to depress the control pump. A computed tomography (CT) scan identified the presence of air within the control pump. As a result, the pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.